Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8500coe oval burr was received for investigation (no finished good batch indicator present, but outer tube had batch 47682012 listed along its outer diameter). Visual inspection identified that the clear hood component had broken off of the distal end of the burr. The fragment generated during this event was not returned for review. Material analysis of the device indicated that the burr met all as-received specifications. As such, the observed condition is most likely the result of prying/leveraging the device against bone and/or hard tissue during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the hood of the ar-8500coe broke off during use for a rcr with a distal clavicle excision and sub-acrominal decompression. The piece was retrieved from the patient; male, (B)(6) years old.